Event description:
A customer reported an event of an odor/fumes emitting from the sterrad 200 sterilizer during the cycle. The customer stated "this unit does not have a vent over the unit and other units in the room do." Seven healthcare workers (hcws) reported a range of differing human reactions such as headache, chemical taste in mouth, shortness of breath, burning and watery eyes, a nasal burning sensation, bloody mucus and coughing. None of the hcws received medial attention/treatment and all are reported to be "ok." The customer was advised to discontinue using the unit. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm2) was performed and the vacuum pump was replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Correction: sex is unknown. Additional manufacturer narrative / corrected data: additional part replaced during service: oil mist filter. (B)(4). Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (october 2012 to april 2013) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which was addressed through CAPA. The trending for problem code human reaction (january 2013 ¿ december 2013) revealed the risk is considered broadly acceptable. The trend of the product malfunction code respiratory reaction was completed from january 2013 through december 2013 and did not reveal a significant trend. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practicable for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad 200 system. The use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad 200 system. The vacuum pump was returned and tested. The vacuum pump exhibited no odor. The oil mist filter was returned and tested. The oil mist filter had mist escaping from the bottom cap area. The reason for return of the oil mist filter was confirmed. Asp will continue to track and trend this issue.